Event description:
Consumer received a burn from using wellpatch air-activated warming patch on her lower back. She applied triple antibiotic cream on the affected area. After about a week she sought medical attention. The wound was cleaned and consumer was prescribed an antibiotic.